Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated with different programmers. An error message was observed noting only wand communication was available. Multiple attempts resulted in the same error message. The patient was stable.

Event description:
New information received notes the bluetooth anomaly observed was possibly related to a programmer and not the ICD. Bluetooth communication with the implantable cardioverter defibrillator (ICD) was interrupted with an error message on the programmer noting communication with the ICD was lost, requesting an end to the session and re-interrogation but interrogation was completed with wand telemetry. No intervention was performed or anticipated. The ICD was being monitored. There was no disruption of device function outside of establishing bluetooth telemetry. The patient was stable throughout.